Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 31mg/dl. It was reported that the customer's spouse found them unresponsive. The customer was hospitalized for hypoglycemia. It was reported that the customer was still in the emergency room. The doctor was advised to have customer call back with pump in hand in order to troubleshoot.